Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was assigned an incorrect serial number. The error was identified at pre-test. There was no patient involvement.

Manufacturer narrative:
D7a, h3, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant could not be confirmed. However, the probable root cause of the event was due to a defective downstream occlusion (dso) sensor, on- off button and motor and were replaced. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.